Event description:
During an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery with the protective sheath retracted, the stent became dislodged from the balloon catheter and embolized to an unknown location the the pt's body. There were no retrieval attempts reported and two add'l stents were subsequently deployed without complication. There were no clinical sequelae reported relative to this event.